Event description:
It was reported that during procedure the fiber broke by its half. The procedure was completed using another fiber. Ther were no patient complications reported.

Event description:
It was reported that during procedure the fiber broke by its half. The procedure was completed using another fiber. Ther were no patient complications reported.